Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
False negative rate of approximately 15% for sars for symptomatic patients. Results confirmed by pcr. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.